Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sdr303b implantable pacemaker (B)(6) 2003; 5592 implantable pacing lead (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient's first device and right ventricular (rv) lead was replaced due to rising rv thresholds. No patient complications have been reported as a result of this event.

Event description:
The lead was later removed.

Manufacturer narrative:
Product event summary #(B)(4): the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that visual summary analysis of the lead indicated apparent explant damage. A distal portion was received measuring 38 cm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.